Event description:
Transporting patient on v60 bipap from the emergency department to the intensive care unit and the machine stopped working. An error message came across the screen, "vent inoperative 1006 data acquisition pcba adc failed." Respiratory therapist immediately switched patient to a non re-breather and continued with transport. Once in ICU, patient was put on another v60 bipap. Vital signs remained stable and patient was not in distress.